Event description:
A hemodialysis facility reported that the pt became very flushed during their treatment and c/o abdominal discomfort. The pts family member stated that pt had not been feeling well before treatment and had experienced abdominal discomfort prior to the initiation of treatment. Pt remained on dialysis. When records were reviewed the pts pre-arterial pressures were reading- 12 to -60 during treatment with tmp's going negative to 280. Reportedly, benadryl was given during treatment and solumedrol given after treatment. The pt continued to feel ill and was admitted to the hosp later that same day with a diagnosis of hemolysis. Pt was transfused at least one unit of blood. In the next day, the pt was transferred to another hosp, since acute dialysis was not available at the admitting hosp. In 2 days later the pt coded and resuscitation efforts failed and the pt expired. In speaking with the nurse administrator from the reporting facility she stated that it is believed that the hemolysis was "in process" at the time the pt began their dialysis treatment. Also, an additional contributory factor was that the pt had been taking guinine sulfate dialy. The exact cause of death remains unnknown at this time.